Manufacturer narrative:
The device was returned for evaluation. Returned product consisted of a 6f guidezilla ii guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a partial separation at the distal shaft/collar area, collar damage (collar twisted and spread out), numerous kinks in the distal shaft, and numerous kinks in the hypotube. The outer diameter (od) of the distal shaft was measured with a calibrated micrometer. The undamaged area of the distal shaft was found to be .066", meeting specification of less than/equal to .067", and the damaged portion of the distal shaft was found to be .08", exceeding the specification of less than/equal to .067". Inspection of the rest of the catheter found no other damage or irregularities. The guide catheters used in the procedure were not returned for functional testing, so a lab supplied 6f guide catheter was used to functionally test the guidezilla. The guidezilla was loaded into the hub of the mach 1, and advanced for 12 mm, then stopped. The guidezilla stopped advancing at a kink in the distal shaft. More force was applied to try to advance the guidezilla, and resistance was encountered, and the device could not be advanced.

Event description:
Reportable based on device analysis completed on 14mar2019. It was reported that there was very severe resistance felt near the hub of the guiding catheter and the device could not enter. A 6f guidezilla ii was selected for use. During the preparation, it was noted that this device was attempted to insert inside mach1 guide catheter however, severe resistance was felt near to the hub of the guide catheter and it could not enter in mach 1. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a partial separation at the distal shaft/collar area.